Event description:
(E1) reported that while delivering inhaled nitric oxide (ino) therapy to an adult patient using the (d4) device, the device experienced a delivery failure. According to the report, the device was switched from intelligent mode to manual backup mode, then back to intelligent mode, and again to manual backup mode. During this process of the device being switched to manual backup mode the second time, the device failed to deliver the target dose of nitric oxide. The hospital staff responded by exchanging the affected device with a backup unit. A transient desaturation was observed in the patient during the event; however, the patient recovered to pre-event oxygen saturation levels following the device exchange. No lasting adverse effects were reported.